Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for about 27 hours. The valve was visually inspected: needle holes over the needle guard were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes over the needle guard. The catheters were irrigated, no occlusion was noted. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100, with lot crfchb, conformed to the specifications when released to stock in 17th june 2014. Review of the history device record for the siphon guard was note possible as the lot number is unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) girl ((B)(6)) with congenital hydrocephalus. Doi and the initial pressure setting are unknown. Since hydrocephalus symptom was noted through images after implantation, the surgeon suspected occlusion of the device and replaced it with the same new product on (B)(6) 2016. The patient is currently being monitored. On (B)(6) 2016, per rep: "the product code of the siphon guard is 82-3090."